Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 2/02/26 the AED identified that pads were not attached and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 5/24/26 when the battery pack was measured at a low state and the AED began reporting a low battery warning. The AED continued to flash and chirp until 6/05/26 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 6/08/26 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.